Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6) . Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the device is unknown. Postoperatively, the patient was reported to be stable. No additional information is available at this time.